Event description:
The user stated the electrolyte results are running falsely high on qc and on an unknown number of patient samples. The user provided four examples of discrepant sodium results. All results are in mmol per l. Sample 1, initial result was 144, repeat result was 134. Sample 2, initial result was 141, repeat result was 131. Sample 3, initial result was 144, repeat result was 133. Sample 4, initial result was 134, repeat result was 125. The erroneous results had been reported, but the user stated no patients were adversely affected by the erroneous results. The results were corrected prior to the delivery of the results. The field service representative determined there was a clot or clog in the sipper flow path. He flushed the ise sipper flow path, cleaned the ise dilution vessel, cleaned the ise o-rings and electrodes, replaced the ise pinch tubing; flushed the sample and cleaned the contacts on the ise electrode cables. To verify proper operation, he ran 50 ise checks, ran ise calibration and qc and ran 50 cup ise serum precision with all results within specification.